Event description:
It was reported that (1) device was used during a laparoscopic donor nephrectomy. It was reported by the rep that the surgeon used the lcsc5, used with luke handpiece during the procedure and the clamp arm of the instrument broke off inside the pt. The surgeon retrieved the piece and opened another lcsc5 to complete the case. There was an extended or time of 20 minutes.